Event description:
New information received notes the lead was explanted.

Event description:
During follow-up, externalized conductors were observed. Dft testing was not performed. No electrical anomalies were detected. Patient was asymptomatic. Physician plans to replace the lead. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.